Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not wear a mask while performing peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with ancef 1 gram every day for 14 days intraperitoneally for the peritonitis event. It was not reported if dianeal therapy was ongoing. On an unreported date, the patient was discharged from the hospital. The patient was recovered from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.